Manufacturer narrative:
(B)(4). Batch # t5cz8n. Investigation summary: the analysis results showed that one ecr60g reload was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It is possible that the damaged on the reload was due to an improper handling of the reload. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a subtotal laparoscopic gastrectomy + reconstruction in and roux procedure, during the surgery, the specialist requests the mentioned endopath. It is passed to the table, but when it is activated, it does not cut or suture the tissues with the staples. A new mechanical suture is requested and surgery is continued. Surgery ends without evidence of adverse event for the user. Stapler is delivered and recharged with its packaging to technovigilance personnel. No patient consequence.